Event description:
During a laparoscopic hernia repair, the surgeon attempted to place a spacemaker balloon. The surgeon met some resistance but was able to position the balloon. The surgeon then attempted to inflate the balloon, however the balloon would not hold air. This spacemaker device was removed and a second spacemaker was deployed. It was then noticed that the balloon portion of the first spacemaker was still in the patient. At this point the procedure was converted from a laparoscopic case to an open surgery. The surgeon had to conduct an exploratory laparotomy for the balloon portion of the spacemaker. The balloon was found and the procedure was completed. Manufacturer response for auto suture dissector system, spacemaker plus auto suture dissector system (per site reporter): a field and technical report was submitted to the manufacturer. They provided us with a return kit. Follow up information regarding the event was communicated to the manufacturer over the phone. They were responsive.